Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pace impedance was varying throughout the record from approximately 400 ohms up to 2000 ohms through (B)(6) 2015, then impedance increased further to out of range measurements (greater than 4000 ohms). There was a high count of high impedance paces. A lead warning occurred. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Ventricular high rate episodes were recorded with noise seen on the electrograms. Concomitant product: 556853 lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and sensing artifacts. Rv lead fracture was suspected. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead also exhibited high impedance and sensing artifacts along with intermittent capture at high thresholds. The ra lead was left in the patient at the physician&#38112;discretion due to the patient demonstrating chronic atrial fibrillation. No patient complications have been reported as a result of this event.